Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-52 lead, implanted: (B)(4) 2010. (B)(4).

Event description:
It was reported that there was unexpected longevity and that the device was at eri (elective replacement indicator). It was also reported that there were high and unstable atrial thresholds. The device was explanted and replaced, and the atrial lead was capped and replaced. No patient complications have been reported as a result of this event.